Event description:
Same case as MFR report #: 2134265-2010-00848. It was reported that during a percutaneous coronary interventional procedure, device entanglement leading to flush issues were encountered. The floppy rotawire became entangled with the rotalink plus 1.5mm burr. This entanglement caused blockage of the burr annulus and restricted the flush to the distal tip of the burr. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Event description:
It was reported that pulse generator interrogation revealed high current drain. Battery data was 2.68 v, 82 ua, and less than 1 kohms. The atrial output was programmed to 2.0 v at 1.0 ms and the ventricular output was programmed to 2.5 v at 0.5 ms. In 2008, battery data was 2.82 v, 12 ua, and less than 1 kohms. A device image showed high current drain for the last three months. The pulse generator was replaced due to early battery depletion.

Manufacturer narrative:
High current drain. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed the complaint of high current drain. After the pulse generator was cut open and probing was performed across a resistor, normal function ensued.